Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ syringe luer-lok¿ the syringe was used as a container for volume. The luer end was damaged, there was difficulty reading the volume in the syringe. The device could not be used and was rejected. There was no report of injury or medical intervention.

Manufacturer narrative:
One hundred sealed 3ml packaged syringes were received by bd canaan and confirmed to be from batch #7151895 (p/n 309658). The samples were visually evaluated. 30 syringes were selected to perform visual inspection specific to stopper angularity. From those 30 pieces 6 samples with the largest amount of visible angularity had the stopper angularity measured. All samples passed well within product specification. DHR review for batch 7151895 (p/n 309658): manufacturing date: 6/6/2017 to 6/7/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7151895 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. CAPA is not required as no defects were confirmed.